Manufacturer narrative:
The account ordered a replacement power supply board. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the power supply board is corroded due to fluid ingress. The account alleged that there were no injuries.